Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 days post implant of this mitral bioprosthetic valve it was explanted and replaced with the same size bioprosthetic valve due to transvalvular gradients of more than 12. No additional adverse patient effects were reported.